Event description:
Mask required for to, from and during school for a total of 9 hours per day. Speech progress declined. Skin bacterial infection on jawbone, and difficult breathing with allergies - constant cough. Company: (B)(6). FDA safety report ID# (B)(4).